Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received, the charger/modem was resetting. Upon evaluation, there was corrupted data on the flash memory. The cause of the resets is the corrupted data cannot be positively identified. Device evaluation of battery packs sn (B)(4) and sn (B)(4) is currently underway. There is no evidence at this time to suggest deficiency with the battery pack caused the inability to power up a monitor. The root cause for the reported inability to power up a monitor is likely an inability to charge properly due to the defective charger modem. A supplemental report will be sent if a deficiency with battery pack sn (B)(4) or sn (B)(4) is discovered during device evaluation. No adverse event resulted from the defective charger/modem. The patient was issued a replacement charger/modem.

Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report that the battery on the patient's charger was not powering up the patient's monitor. The patient was issued a replacement charger/modem and two replacement battery packs.